Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead revision occurred on both leads as they had migrated per patient non-compliance. Ins remains. Rep reported unable to send leads back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported they saw patient today and she had stated she turned her stimulator off for a week and did not notice any change in her pain relief. The rep increased her amplitude to confirm if she could feel stimulation and she expressed she felt an intense grabbing sensation in her low back (which has no pain), yet was getting stimulation coverage in her painful areas (aka bilateral calf/foot coverage). It was determined with the provider that based off of the patients last imaging on (B)(6) 2021 that the leads have started migrate down and exit the epidural space slightly, so she is getting some stimulation sub q. The provider discussed with the patient that the only option at this point is a lead revision. The patient wanted to think about this and make a decision at a later day on whether she wants to proceed with the revision and plans to keep stimulation off.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2019 explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) , ubd: 24-jan-2023, UDI#: (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient noticed she could no longer turn the intensity up on her stimulator. The cause was unknown. Checked her impedances and saw that on her left lead there were multiple high impedances including on the contact that we were using for her favorite group. Also took a lead check x-ray and noticed that the lead had migrated caudally from the top of t11 to the top of t12. Patient was reprogrammed to avoid using those electrodes with high impedances. The issue was resolved. Hcp had no further information.